Event description:
Patient presented to the emergency department with infection at the chest and neck incision sites, including pain at the chest and purulent discharge from the neck incision. The patient was admitted, placed on IV antibiotics, and also received oral antibiotics during hospitalization.